Manufacturer narrative:
Estimated as 03/24/2020 as the published date for the article is noted as march 24, 2020. Literature citation: dimtri, f, khan, k, vargas, c. Et al. (2020) a kink in the system: encountering and correcting a watchman periprocedural complication. J am coll cardiol. 75 (11_supplement_1) 3224. Https://doi.org/10.1016/s0735-1097(20)33851-1.

Event description:
Reported via journal article it was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, trans-septal access with a double-curved was was utilized based on transesophageal echocardiogram. A 27 mm watchman closure device was then deployed. However, the device dislodged during the tug-test. Recapture of the watchman closure device revealed a sharp bend in the was at the level of the septal puncture. Repeated manipulation of the was and the watchman closure device failed to relieve the kink. The watchman closure device was unretrievable within the left atrial (la) cavity. The physician opted to try to relieve the kink by introducing a non-boston scientific (bsc) amplatz super stiff wire through the 14 fr delivery sheath. The kinked region was then straightened out allowing the watchman closure device to be fully retracted and removed. Using an anterior curve sheath, a new watchman closure device was successfully deployed in a stable position in the laa.